Event description:
It was reported that while the patient was wearing the tube, the device was turning black around the edge of the tube that sits on the skin as if the device was not sealed, causing moisture to get into it and mold. It cannot be cleaned on the inside where this black (mold) substance appeared. Tried soaking the device in peroxide, and nothing helps. The patient has been sick consistently since it was noticed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.